Manufacturer narrative:
(B)(4). This report includes relevant information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the ultrathane mac-loc locking loop multipurpose drainage catheter was "unlocking unexpectedly" [sic]. A later request for additional information revealed that the issue necessitated the use of a new product to correct the product problem, as the one that was placed in the patient would not lock. The procedure was reportedly completed, with no further adverse events reported. Additional information was requested, but answers could not be provided by the customer. The device is reportedly unavailable for return and evaluation.

Manufacturer narrative:
A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, trends and visual inspection of the device was conducted during the investigation. The ult10.2-38-45-p-6s-clm-rh catheter, from unknown lot number, was returned in an opened and used condition. A visual examination discovered that only 3mm of black suture string was exiting the locking mechanism. During table top testing the locking mechanism was opened and locked without difficulty. When in the locked position, the lever was only able to be unlocked using force, as designed. Since the suture string was only exiting the locking lever 3mm, the string pulled out of the locking arm when the lever was in the open position. According to cook's specifications, the suture string should extend from the locking lever 30-45cm, however the IFU instructs the user to trim the excess drawstring upon locking. Therefore, the suture string was likely cut by the user. The string was still able to be pulled and the pigtail formed the proper curl. The mac-loc adaptor identified the drainage catheter as 10.2fr size. The complaint could not be recreated in testing. There is no evidence that the device was manufactured out of specifications. Additionally, the lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The root cause has been determined likely that the mac-loc was not properly locked as described in the IFU (product use or handling related). The appropriate personnel has been contacted and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious blank fields on this form indicate the information is previously submitted, unknown, or unavailable. A review of the complaint history, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, trends and visual inspection of the device was conducted during the investigation. The ult10.2-38-45-p-6s-clm-rh catheter, from unknown lot number, was returned in an opened and used condition. A visual examination discovered that only 3mm of black suture string was exiting the locking mechanism. During table top testing the locking mechanism was opened and locked without difficulty. When in the locked position, the lever was only able to be unlocked using force, as designed. Since the suture string was only exiting the locking lever 3mm, the string pulled out of the locking arm when the lever was in the open position. According to cook's specifications, the suture string should extend from the locking lever 30-45cm, however the IFU instructs the user to trim the excess drawstring upon locking. Therefore, the suture string was likely cut by the user. The string was still able to be pulled and the pigtail formed the proper curl. The mac-loc adaptor identified the drainage catheter as 10.2fr size. The complaint could not be recreated in testing. There is no evidence that the device was manufactured out of specifications. Additionally, the lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The root cause has been determined likely that the mac-loc was not properly locked as described in the IFU (product use or handling related). The appropriate personnel has been contacted and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious.

Manufacturer narrative:
Additional information was received from the customer. The device was placed in the urinary tract for a unspecified amount of time. In regards to the type of drainage being performed, the customer reported that the retrograde drainage catheter was placed to stent the strictures following a cystectomy and uretero-ilial diversion, which create anastomotic strictures.